Event description:
It was reported that the health care professional (hcp) was calling boston scientific representative regarding a signal artifact monitor (sam) event and were trying to change the auto select vector to fixed output. Upon review, the device information was not provided. No further information was available.